Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented during follow-up. Episodes of non-sustained lead noise were stored. Review of the episodes suggested myopotential oversensing. Programming changes were recommended. Dft and further actions will be discussed with the physician. The patient is scheduled for a follow-up. The patient is in good condition.

Event description:
New information received indicates that dft test was performed and programming changes were made. The patient was stable.